Event description:
Reportedly, an atrial oversensing (8 hz, 125ms) is detected leading to mode switch. Patient complained of palpitations. Problem occurred after pacemaker replacement on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - since pacemaker replacement, atrial lead impedance measurements show slight fluctuations. - in the recorded episodes, minute ventilation (mv) signal oversensing and artefacts were observed on the atrial channel, suggestive of an atrial lead impedance issue. Considering that these observations appeared shortly after the pacemaker replacement and based on the aforementioned observations, an (atrial) lead-pacemaker connection issue is suspected. - it should be noted that a lead integrity issue could not be excluded due to their long long-time implantation. - based on available information, no anomaly is suspected on the pacemaker. Please refer to the attached report.